Event description:
In 2009, the patient reported that for the past week she has had elevated blood glucose readings ranging in the 200's-300's mg/dl with her normal range being in the mid-100's mg/dl. She stated her most recent reading was 398 mg/dl which she treated by bolusing insulin. Troubleshooting did not find a product issue. The patient was advised to switch to her backup infusion device for troubleshooting purposes. Repeated attempts to contact the patient for follow up were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.